Manufacturer narrative:
Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of one (1) year and 10 months due aortic insufficiency (ai) and paravalvular leak (pvl). The patient's pvl was previously treated after an implant duration of approximately eight (8) months with a plug. No additional details were provided.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of two (2) years and one (1) month due to severe aortic insufficiency, which was felt mostly to be perivalvular leak. The tavr procedure was performed with a 26mm 9600tfx transcatheter heart valve. Post valve deployment, both transesophageal echocardiogram and aortic root shot showed that the perivalvular leak had been eradicated. The patient tolerated the procedure well and was transferred to the cardiovascular ICU in stable condition. The patient was deemed stable and appropriate for discharge to a skilled nursing facility on pod #4.

Manufacturer narrative:
(B)(4). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. The root cause of this event cannot be conclusively determined with the available information. However, the event in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included cad, end-stage renal disease, diabetes, obesity, and hypotension. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.